Event description:
The user reported that during a coronography procedure while passing the guide wire through the subclavian artery the device kinked. The user noticed that the kink caused the core wire to become exposed approximately 4 cm from the distal tip of the wire. The user replaced the wire with no harm or injury reported.

Manufacturer narrative:
Device evaluation - one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. Upon visual inspection, the complaint was confirmed. The wire was kinked and the core wire was exposed 1 mm through the outer coiling wire. Scratches were seen on the surface of the device 6 cm from the distal tip. Spiralling was also present 4 cm from the distal tip. The distal and proximal welds were found intact. The root cause of the reported failure is attributed to excessive force within the clinical setting. A follow-up report will be submitted if any new information becomes available.